Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, and the patient was under anesthesia, error 40241 and 31199 occurred at startup. Customer performed a system power cycle but did not resolve the issue. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced video processor (vp) and endoscopic controller (ec) to resolve the issue. The system was verified and ready to use. The replaced vp has been returned and evaluated by the failure analysis (fa) team. Error 40241s and 31199 were found in the system logs, confirming the failure occurred in the field. The air filter was found to be dirty. The vp was installed onto a testing system. Errors 31199 and 40241 occurred when the system was powered on. The probable root cause is attributed to the vp. The replaced ec has been returned and evaluated by the failure analysis (fa) team. The unit was installed onto a testing system where it functioned as expected.